Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. A definitive root cause cannot be determined. A tmjpm post-op overlay report was provided by 3d systems. The planned component positions were compared to the scan of the actual component positions. The scanned fossa position is rotated counter-clockwise approximately 4 degrees away from the planned position and the mandible position is translated approximately 2mm anteriorly and 0.5mm inferiorly away from the planned position. The fossa and mandible appear stable with no ectopic bone growth or other anomalies. A scan taken this year shows significant change in the fossa anatomy. This scanned fossa appears to have significant ectopic bone growth and confirms the broken fossa screws, which may impact the stability of the implant. The scan of the mandible appears stable with no ectopic bone growth or other anomalies. The latest scans show the fossa is rotated counter-clockwise approximately 2 degrees away from the planned position and the mandible is translated approximately 1.5mm inferiorly and rotated approximately 10 degrees away from the planned position. The reported event is confirmed, based on the overlay report by 3d systems. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, h10 and h11.

Event description:
No further event information is available at the time of this report.

Event description:
It is reported that the patient underwent a tmj procedure on an unknown date. The patient has loose and broken screws. It was also reported that 4 screws were fractured and the patient has not had any further intervention to date.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 - medical products. Item # unk, lot # unk; unknown screw qty 3. G2: foreign source: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was further reported that the patient was revised. One screw was explanted. The other remaining three screws could not be removed as the heads of the screw fractured off.

Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, and h11. Correction in d2 sections.

Event description:
It was reported that the patient underwent a tmj procedure. Subsequently, the patient underwent a revision approximately eleven (11) years post-implantation due to loosening of the screws and fractured screws. During the procedure, one screw was explanted. The other three remaining screws could not be removed as the heads of the screws fractured off. Those screws were retained. A custom device is being made to be reimplanted into the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: b1, b2, b5, g3, h6 and h11. D6a - implant date - unknown month and day in 2013. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.